Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue.this report is processed under exemption number e2005018.

Event description:
This report summarizes 9 malfunction events. A review of the events indicated that the ot select meter allegedly read inaccurately high. These reports were received from various sources. One of the reported patients was (B)(6) years old; however, there is no age data available for the other associated patients. There is also no weight data available. Of the reported patients; 3 were male, 5 female & 1 was unknown.